Event description:
It was reported that the device "would not clamp." The jaw would close but the device would not release a clip correctly. Another device was used. There was no pt injury. It was later reported that clips had released and were not malformed. Two clips had been fired successfully. This report is being filed for the investigation findings.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The device was returned with three remaining clips. Upon functional eval, all three clips were fired. Two of the clips were pear shaped, having gasps at the proximal end. One of the clips was misaligned. The device history records was reviewed and no discrepancies were noted.